Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) will not pumping up/gas out loose. No patient involvement and no injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4,e1 (event site telephone)g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reports unit not pumping. Fse arrived on site and found the pim module broken not allowing unit to autofill. Removed and replaced pneumatic module assy. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.